Manufacturer narrative:
Cmp-(B)(4). Concomitant devices - nexgen lcck articular surface with locking screw size c d 14mm catalog #: 00599403014 lot #: 61277317, nexgen option cemented femoral component catalog #: 00599401492 lot #: 61403225, all poly patella standard size 32mm catalog #: 00597206532 lot #: 61454220. Report source - foreign: (B)(6). The complainant has indicated that the product will not be returned to zimmer biomet for investigation due to hospital policy. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this patient; please see all reports associated with this event: 0001822565-2021-01271, 0001822565-2021-01272. Investigation incomplete.

Event description:
It was reported that the patient underwent a right knee arthroplasty revision of the tibial component and articular surface to address pain approximately sixteen (16) months post-operatively. Attempts have been made, however, no additional information is available at this time.

Manufacturer narrative:
This follow-up is being submitted to relay additional information. The results of the investigation are as follows: no product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing. Devices are used for treatment. The reported products were reviewed for compatibility with no issues noted. Medical records were not provided. Patient's journal records show x-rays appeared normal. Therefore a definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. Complaint is not confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.